Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Site biomed representative replaced the suspect fuses and the imaging system was, again, functional. Return requested. Four replacement 2fuses 15a 250vfast shipped to site 06/23/2016. No parts have been received by manufacturer for analysis. On 06/24/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported was that the medtronic representative checked the system out after the procedure and gave the biomed staff instruction on manually moving the imaging system and opening the door manually. The system functioned correctly for the surgery.

Event description:
A medtronic medicraft representative reported that their imaging system had a blown fuse. The medicraft representative noted that the imaging system was not plugged in overnight where the it was stored. Plugged the imaging system in and the system power and line power light were not lit. Multiple outlets were tried without success. No further details regarding the issue were provided. There was no patient present when this issue was identified.